Manufacturer narrative:
Product quality group provided investigational results on 19nov2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'performance not as indicated' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event [preferred term] indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [off label use], indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [device use issue], empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred [drug ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "transcatheter embolization for duodenal ulcer bleeding originating from cystic artery erosion", cvir endovascular, 2024; vol:7(1), doi:10.1186/s42155-024-00470-6. An 82-year-old male patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history included: "osteoarthritis" (unspecified if ongoing), notes: treated with nsaids; "hematemesis" (unspecified if ongoing); "duodenal ulcer bleeding/anterior-bulb duodenal ulcer" (unspecified if ongoing), notes: did not respond to endoscopic treatment. The patient took concomitant medications. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding"; drug ineffective for unapproved indication (intervention required, medically significant), outcome "recovered", described as "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred". The patient underwent the following laboratory tests and procedures: angiogram: no positive findings were observed; a pseudoaneurysm of the cystic artery was identifi, notes: following super-selective catheterization of the cystic artery; endoscopy: revealed an anterior-bulb duodenal ulcer that did, notes: did not respond to endoscopic treatment; revealed that the ulcer had healed. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective for unapproved indication. Clinical course: patient was admitted with hematemesis. The patient had a history of osteoarthritis treated with nsaids and denied any prior biliary diseases. An emergent endoscopic examination revealed an anterior-bulb duodenal ulcer that did not respond to endoscopic treatment. Subsequently, an emergency angiography was performed, but no positive findings were observed. Empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred, therefore, a repeat angiography was conducted. A pseudoaneurysm of the cystic artery was identified following super-selective catheterization of the cystic artery. The pseudoaneurysm was successfully embolized with nbca. Ten days after the embolization, an endoscopic examination revealed that the ulcer had healed. The patient was discharged without gallbladder infraction. The reporter considered "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding" and "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred" associated to absorbable gelatin. Causality for "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding" and "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred" was determined associated to absorbable gelatin (malfunction). Follow-up (19nov2024): this is a follow-up report from product quality group providing investigation results. Product quality group provided investigational results on 19nov2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'performance not as indicated' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: the event is assessed associated with the absorbable gelatin.

Event description:
Event verbatim [preferred term] indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [off label use], indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [device use issue], empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred [drug ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "transcatheter embolization for duodenal ulcer bleeding originating from cystic artery erosion", cvir endovascular, 2024; vol:7(1), doi:10.1186/s42155-024-00470-6. An 82-year-old male patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history included: "osteoarthritis" (unspecified if ongoing), notes: treated with nsaids; "hematemesis" (unspecified if ongoing); "duodenal ulcer bleeding/anterior-bulb duodenal ulcer" (unspecified if ongoing), notes: did not respond to endoscopic treatment. The patient took concomitant medications. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding"; drug ineffective for unapproved indication (intervention required, medically significant), outcome "recovered", described as "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred". The patient underwent the following laboratory tests and procedures: angiogram: no positive findings were observed; a pseudoaneurysm of the cystic artery was identified, notes: following super-selective catheterization of the cystic artery; endoscopy: revealed an anterior-bulb duodenal ulcer that did, notes: did not respond to endoscopic treatment; revealed that the ulcer had healed. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective for unapproved indication. Clinical course: patient was admitted with hematemesis. The patient had a history of osteoarthritis treated with nsaids and denied any prior biliary diseases. An emergent endoscopic examination revealed an anterior-bulb duodenal ulcer that did not respond to endoscopic treatment. Subsequently, an emergency angiography was performed, but no positive findings were observed. Empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred, therefore, a repeat angiography was conducted. A pseudoaneurysm of the cystic artery was identified following super-selective catheterization of the cystic artery. The pseudoaneurysm was successfully embolized with nbca. Ten days after the embolization, an endoscopic examination revealed that the ulcer had healed. The patient was discharged without gallbladder infraction. The reporter considered "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding" and "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred" associated to absorbable gelatin. Causality for "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding" and "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred" was determined associated to absorbable gelatin (malfunction)., comment: the event is assessed associated with the absorbable gelatin.

Manufacturer narrative:
Product quality group provided investigational results on (B)(6)2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'performance not as indicated' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [off label use], indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding [device use issue], empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred [drug ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "transcatheter embolization for duodenal ulcer bleeding originating from cystic artery erosion", cvir endovascular, 2024; vol:7(1), doi:10.1186/s42155-024-00470-6. An 82-year-old male patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation. The patient's relevant medical history included: "osteoarthritis" (unspecified if ongoing), notes: treated with nsaids; "hematemesis" (unspecified if ongoing), notes: admitted; "duodenal ulcer bleeding/anterior-bulb duodenal ulcer" (unspecified if ongoing), notes: did not respond to endoscopic treatment. The patient took concomitant medications. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "recovered" and all described as "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding"; drug ineffective for unapproved indication (intervention required, medically significant), outcome "recovered", described as "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred". The patient underwent the following laboratory tests and procedures: angiogram: no positive findings were observed; a pseudoaneurysm of the cystic artery identified, notes: following super-selective catheterization of the cystic artery; endoscopy: revealed an anterior-bulb duodenal ulcer, notes: that did not respond to endoscopic treatment; revealed that the ulcer had healed. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of drug ineffective for unapproved indication. Clinical course: patient was admitted with hematemesis. The patient had a history of osteoarthritis treated with nsaids and denied any prior biliary diseases. An emergent endoscopic examination revealed an anterior-bulb duodenal ulcer that did not respond to endoscopic treatment. Subsequently, an emergency angiography was performed, but no positive findings were observed. Empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred, therefore, a repeat angiography was conducted. A pseudoaneurysm of the cystic artery was identified following super-selective catheterization of the cystic artery. The pseudoaneurysm was successfully embolized with nbca. Ten days after the embolization, an endoscopic examination revealed that the ulcer had healed. The patient was discharged without gallbladder infraction. Causality for "indication: embolization of the gastroduodenal artery/duodenal ulcer bleeding" and "empirical gastroduodenal artery embolization was performed using gelatin sponge particles and coils, but rebleeding occurred" was determined associated to absorbable gelatin (malfunction). Follow-up (19nov2024): this is a follow-up report from product quality group providing investigation results. Product quality group provided investigational results on (B)(6)2024 for absorbable gelatin: investigation summary and conclusion: the complaint for 'performance not as indicated' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (11feb2025): this is a follow-up report from product quality group providing additional FDA/imdrf codes (evaluation codes)., comment: the event is assessed associated with the absorbable gelatin.